Event description:
It was reported that the pt experienced a shocking/jolting sensation. There was a surge ("zap") when the pt turned on the implantable neurostimulator, using the programmer, then the device turned off. The pt was not able to turn on the stimulation since that time. There was no known related incident or accident reported. No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).